Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The pt was reported as using heparin. Limitations in package insert (pi), "this test should not be used for pts on heparin therapy." Additionally the customer utilized venous blood sample during sample application. This constitutes off-label use and cannot be ruled out as a possible root cause for the unexpected results. The mfg records for the lot were reviewed and there were no issues related to this complaint.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014. Inratio2 inr: 1.6. Lab inr: 2.8. Therapeutic range: unk. The time between testing was unk. Reportedly the pt was on lovenox and a venous sample was used for the inratio2 inr. The customer was unwilling to troubleshoot sampling technique. Customer was performing a correlation study between the inratio2 and the lab. All other tests (unk total amount of test) were in a range that was acceptable to the facility. There was no med intervention on behalf of the pt. There was no reported adverse pt sequela. There was no additional info provided.